Event description:
Boston scientific received information that this patient experienced cardiac perforation during the implant procedure of the right ventricular (rv) lead. The patient developed pericardial effusion three hours post implant, which was treated successfully with pericardial puncture. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.